Event description:
Pump intermittently stopped working. Xray taken and negative for internal driveline fracture. Lvad controller changed out and new battery clips given. Patient will be seen again for follow-up on this in the clinic.